Event description:
The pt expired postoperatively from heart failure, allegedly as a result of aortic valve thrombosis. The autopsy was performed on (B)(6) 2013. It was reported the pt was compliant with anti-coagulants.